Event description:
Reportable based on analysis completed on 09/03/2009. It was reported that during a coronary drug eluting stenting treatment procedure, crossing difficulties occurred. The 90 percent stenosed target lesion located in the severely calcified and severely tortuous distal circumflex coronary artery was accessed through the femoral artery. Flushing was maintained during procedure and intravascular ultrasound (ivus) was used. The physician encountered significant resistance while attempting to insert the taxus liberte 3.50x12mm into the target lesion. The procedure was completed with a non-boston scientific device without complication. The patient condition post procedure was reported to be "good." However, product analysis revealed stent damage.

Manufacturer narrative:
A visual and microscopic examination of the stent delivery system (sds) revealed stent damage. The distal and proximal edges of the stent were damaged. Struts on stent rows 1 to 2 from the distal edge were slightly squashed. Struts on stent rows 1 to 2 from the proximal edge were slightly flared. No kinks or damage were noticed along the shaft of the device. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).